Event description:
It was reported that during a lap cholecystectomy procedure, the device didn't close totally on the tissue, there was a little gap in the closed staple. The staples also jumped away during the procedure. Outside the pt, the device closed normally and the staples were normally formed. The new device was taken, without any problems for the pt. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.